Event description:
A facility representative reported that after intraocular lens (iol) implantation, the patient experienced poor quality vision. The lens was removed and replaced with a non-company iol in a secondary procedure. The clinical reason for explant was reduced best corrected visual acuity (bcva). In the surgeon's opinion, the iol was responsible for the patient's events. The patient's symptoms were resolved after lens exchange, and the surgeon reported a good prognosis. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
According to the new information received, the explanted lens is not available for return, it was shattered into pieces.

Manufacturer narrative:
Additional information provided in sections b5 and h6. The manufacturer internal reference number is: (B)(4).